Manufacturer narrative:
This failure was recorded by zimmer biomet under (B)(4). (B)(6). Investigation summary: the device history record (DHR) and previous repair report reviewed noted no related non-conformance, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verification, inspections and tests were successfully completed. Zimmer biomet china has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was not working and was making a strange sound and the vespel sleeve bearings, semi-circle bearings, screws, reciprocating arm, needle bearing and ball bearing were replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet (B)(6) on (B)(6) 2018 revealed that the calibration was out of specifications at all settings. The motor did not run and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet (B)(6) on (B)(6) 2018 which included replacement of the vespel bearings, semi-circle shaft bearings, screws, motor, ball bearings, needle bearings, and the plug harness assembly. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zimmer biomet procedures. The reported event was confirmed since during the product review by zimmer biomet (B)(6) it was noted that the motor did not run. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(6) it was noted that the motor did not run. It is unknown with the information provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the equipment stops working during surgery. There was no harm or delay and an alternate device was used to complete the surgery. An additional skin graft was not taken. No adverse events were reported as a result of this malfunction.